Manufacturer narrative:
The ge representative performed an on site investigation. The software was reloaded and the hard drive connections were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the system will not allow play back of recorded images. No report of pt injury.